Manufacturer narrative:
Device evaluated by the manufacturer: one 72201991 osteoraptor 2.3mm plla-ha anchor w ub ii #2 blue suture device returned. The complaint stated: "it was reported that when the package was opened, suture was loosen and anchor was not attached to shaft properly. The surgeon tried to use the device using guide, but suture was stuck and anchor could not be inserted.¿ there was one blue suture returned. The anchor is present. It is damaged. It has symptoms of off axis alignment. It is fractured at the proximal end where the insertion handle seats. Per IFU: ¿only use the appropriate drill bits and drill guides intended for use with the osteoraptor suture anchor or the implant may not be properly aligned. Establish and maintain axial alignment of the suture anchor to the drilled insertion site using the in-line drill guide. Insert the suture anchor with inserter into the proximal end of the in-line drill guide.¿ the IFU also states: ¿the IFU instructs inspection of the device prior to use and indicates return of the device if any observances are noted. As stated in the complaint, there was attempt to use the device after the defect was noted. The device has been removed from its packaging. It is impossible to evaluate the condition the device was found in since it has been altered. No root cause related to the manufacture of this device was determined.

Event description:
It was reported that when the package was opened, suture was loosen and anchor was not attached to shaft properly. The surgeon tried to use the device using guide, but suture was stuck and anchor could not be inserted. A fracture in the anchor was found in the sample evaluation. No patient injury or delay was reported.